Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) would not deploy. There was no reported patient injury. The device was stored per the instructions for use (IFU). A 5f cordis brite tip sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position but was partially exposed. Regarding the sealant sleeves, a kinked/bent condition was observed. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the kinked/bent condition of the sealant sleeves. Per functional analysis, a simulated deployment test was conducted to assess device functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. No malfunctions or abnormal conditions were observed during the test. The reported event of "mynx control system-deployment difficulty-unable" was not observed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis. However, a condition was noted with the returned device of "mynx control system-deployment difficulty-premature" due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the issue experienced and the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of being unable to deploy the device, especially since there were no signs of attempting deployment with the button 1. However, procedural/handling factors are possible. However, regarding the received condition of the kinked/bent sealant sleeves and the partially exposed sealant from the damaged sleeves, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the conditions noted. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, "do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened." Additionally, the IFU states "grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes." Neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not deploy. There was no reported patient injury. The device was stored per the instructions for use (IFU). A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not deploy. There was no reported patient injury. The device was stored per the instructions for use (IFU). A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.